Event description:
The pt's implantable neurostimulator (ins) had recently had two pors (power on resets). The reason for the pors was unk. As of (B) (6) 2009, there had been no additional issues with the ins.

Manufacturer narrative:
(B) (4).